Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the master tool manipulators (mtm) to resolve the reported issue. The system was tested and verified as ready for use. Isi received the mtm involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation was unable to reproduce, but confirmed the customer reported complaint via field error logs. A visual inspection was performed. The mtm was installed onto the system and powered up. Sine cycle and test drive were performed without any issues. No image or video was available for review. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system (B)(4). A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed two 25521 errors on the mtmr related to the reported complaint. This complaint is reportable malfunction event due to the following: errors related to the mtm occurred after the start of the procedure. The customer was able to switch to an alternate ssc and continue the procedure. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the system had difficulties with the master controller floating and an arm had an error. The customer had power cycled the system and proceeded with the procedure. The error returned and the customer disabled the arm, then power cycled the system to proceed with the procedure. The technical support engineer (tse) reviewed the system logs and observed two 25521 errors on master tool manipulator - right (mtmr). The procedure was completed with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.